Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000052148. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01875. It was reported the patient experienced discomfort at the ipg site and ineffective stimulation. Surgical intervention took place wherein the ipg and leads were explanted and replaced to address the issue. Stimulation was restored. It is unknown which lead is liable.